Event description:
Immediately after custom vue lasik, I had halos, starburst and some ghosting. Since then I have halos, star burst, ghosting, double vision and dry eye. I can no longer drive at night and in just 4 months my vision gets worse after getting a new prescription. My sight had continually worsened from day one and has not only cost money to see somewhat comfortably but has cost me my job. I have yet to find someone that will actually tell me why and what is wrong.